Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17690572) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal marker of the saber pta (5mm25cm 150) balloon catheter was not visually under x-ray. There was no reported patient injury. The customer is used to work with saber pta balloon catheters. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 50:50. The same indeflator was used successfully with other devices. There were no resistance/ friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was never in an acute bend. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The product will be return for analysis.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. Corrected data: is this a single-use device that was reprocessed and reused on a patient.

Manufacturer narrative:
As reported, the distal marker of the 5x250mm saber percutaneous transluminal angioplasty (pta) balloon catheter was not visually under x-ray. There was no reported patient injury. The customer is used to work with saber pta balloon catheters. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 50:50. The same indeflator was used successfully with other devices. There were no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was never in an acute bend. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. One non-sterile saber 5mm25cm 150 unit was received coiled inside a plastic bag. Per visual analysis, saline solution were observed inside of balloon. No other anomalies were observed. The unit was inspected under x-ray analysis and no anomalies were found. The markerband radiopacity was observed as expected. A device history record (DHR) review of lot 17690572 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿marker band - inadequate radiopacity¿ was not confirmed through analysis of the returned device since no anomalies were observed with the markerband radiopacity. The exact cause of the reported failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue experienced, especially without procedural films. According to the instructions for use, which is not intended as a mitigation, ¿radiopaque marker bands indicate the dilating section of the balloon and aid in balloon placement. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Using fluoroscopy and the radiopaque marker bands, position the catheter at the appropriate location.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.